Event description:
After starting an IV, cleaning up the sharps, when she put the IV stylets into the sharps container when she was rocking closed to allow sharps to drop into container an IV stylet reportedly fell out and stuck hcp.